Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the touchscreen was unresponsive. No reported adverse impact to the customer's blood glucose. Customer performed a pump reset and pump began functioning as intended.